Manufacturer narrative:
.

Event description:
Customer called back on (B)(6) 2014, and states he hasn't been responding well to the manual injections and her blood gluocse has been in the 400 mg/dl range. Customer wanted to know if she will be receiving her replacement soon.

Event description:
Customer reports to have experienced keypad anomaly. Customer's blood glucose was 300 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.